Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures identified a cracked pin. Both products show signs of use. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: intramedullary guide spacer standard cut item# 00596704500; lot# 61337002. Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the spikes on an intramedullary guide fractured and the valgus plate is twisted. It happened while trying to remove the valgus guide from the patient. No piece fell into the patient's body. All pieces were found outside the patient body. This guide and plate have been used for more than seven years. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was returned and visual examination of the product identified that one of the pins was fractured off from the base and the guide showed signs of repeated use (nicks, gouges and strike marks). The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.